Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, virus and high blood glucose on (B)(6) 2017 with blood glucose of 320 mg/dl. The customer's current blood glucose is unknown. The customer also states she wasn¿t able to lock the quickset. The customer did not experience any symptoms such as diabetic ketoacidosis. Troubleshooting was performed for high blood glucose and under delivery, however, the customer declined to continue it further. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.